Manufacturer narrative:
(B)(4). The device was sent to the customer center for evaluation. The defect reported by the customer has been verified and repaired. The motor was corroded therefore the motor was replaced. A short circuit in the motor cable was identified therefore the motor cable was replaced. Possible root cause for the defects found during service could not be determined at this time. A review into the depuy synthes mitek complaints system revealed no similar and dissimilar complaints for this device's serial number. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field."

Event description:
It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was observed that the 8022 hand pc tornado shaver device had a damaged motor that it did not turn. During service and evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.